Manufacturer narrative:
Eval: the user facility did not retain the sample from this event. They did send back four unopened units from the possible two lots involved. Inspection of the returned unopened samples revealed no leakage when function tested. No device malfunction was found with the returned unopened units. The hosp was visited by a smiths medical service mgr and the h1025 unit had already been cleaned. It was noted that the o-rings on the hardware were dried out. Normal maintenance of the hardware calls to replace and lubrciate the o-rings on a scheduled basis. It is possible that this event is due to insufficient maintenance of hardware o-rings. This report has been logged for trending.